Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon string broken, shredded, falling apart [device breakage]. Case description:consumer reported via e-mail that every tampon string in the box is broken, shredded, and falling apart. No injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place

Event description:
Tampon string broken, shredded, falling apart [device breakage] probable manufacturing cause [manufacturing issue] case narrative: consumer reported via e-mail that every tampon string in the box is broken, shredded, and falling apart. No injury reported.